Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted far-field r-wave over-sensing on the atrial channel. No programming changes were made; the device was replaced due to elective replacement indicator. The patient was in stable condition.